Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side breast is "firm and looks abnormal due to capsular contracture," baker grade iii. Healthcare professional reported right side capsular contracture, baker grade IV. Patient additionally reported "lupus;" this event is not related to the device. Healthcare professional reported autoimmune symptoms, allergies, rheumatoid arthritis, insomnia, hair loss, skin discoloration, severe pain, possible metal in blood, fatigue, loss of energy, extreme weight loss, tenderness in both arms," and "all the symptoms of implant illness;" these events are not related to the device. Device remains implanted.